Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the device evaluation with the legal manufacturer's final investigation. Updated fields d5, e1, h6 and h10. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the allegation was not confirmed, it is likely the following led to the malfunction: breakage of charged coupled device cable, imager and/or circuit board in scope connector by water leakage and/or sudden overcurrent breakage of charged coupled device cable, etc. However, conducting further investigation would be difficult because the subject device was not sent to sbc and could not specify the root cause of the suggested event. The first event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image. The issue was observed during preparation for use on a diagnostic (tracheoscopy) procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event.